Manufacturer narrative:
The sample was collected in a lithium heparin tube and was centrifuged at 6,000 rpm for 5 minutes. Both, the initial testing and repeat testing were performed from the primary tube, through the closed tube accessing (cta) system. Qc was within specifications before and after the event. A system check performed on (B)(6) 2009 passed all parameters. The customer is not questioning any other assay or results. A field service engineer (fse) was dispatched: the fse checked hardware, and no issues were noted. The fse performed verification testing. All portions passed within published specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer tested patient sample for total bhcg (tbhcg) and a result of 0.40miu/ml was obtained. The patient was known to be pregnant and the sample was re-tested. The repeated result was ">1000.00miu/ml" and a diluted result of 56,859miu/ml was obtained from a reflex test. The results were reported out of the lab. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.